Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of diaphragmatic stimulation five days after implant. The left ventricular (lv) lead was reprogrammed. At the next follow up visit, the patient again reported diaphragmatic stimulation. The lv lead was reprogrammed. It was then noted there was an lv lead warning for a polarity change received via a remote transmission. The patient returned to the clinic with visible stimulation, however, reports it does not make them uncomfortable. The lv lead was noted to have intermittent capture on one vector and all other vectors did not capture. A chest x-ray noted the lv lead had dislodged as it may have shifted slightly since implant. The patient admitted to lifting and moving heavy objects. The lv lead was programmed of and later revised. The lead remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.